Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer advised brackets that mount to the frame for the backrest are broken.